Manufacturer narrative:
Investigation summary: confirmed customer¿ s complaint of device powers on/off on it's own. Event was duplicated. Review of device alarm log history found no similar events. Visual inspection of device found main power supply, to be damaged causing a loose connection. Replaced main power supply. Device now power on and functions as designed. Device passed self-test with no error alarms. Probable cause is damaged main power supply.

Event description:
A complaint was received regarding a plum 360 (v 15.x) that experienced unexpected shutdown during patient use. It was reported, "when they hook it up it becomes possessed, it pumps then shuts off and then it starts up again and won't shut off. It is sporadic. Found when setting up, delay in therapy while setting up another unit was set up.